Manufacturer narrative:
The device was not returned for evaluation. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. In this case, the complaint of valve dislodged from balloon was confirmed through returned imaging evaluation. With no returned delivery system, a manufacturing non-conformance was unable to be identified. Review of the IFU/training manual revealed no deficiencies. As described, ''...while advancing the valve through the esheath patient was nervous, just about to exit the esheath by the tip, the esheath was perforated by the valve and the patient's abdominal aorta was also perforated. Significant difficulties were found while withdrawing the commander delivery system and valve, the valve got stuck within the distal part of the esheath and dislodged from the commander delivery system, at the esheath and iliac artery tore. The valve was pushed out of the esheath. A vascular cut-down was performed to remove the commander delivery system, but the valve remained inside the patient...''. Imaging evaluation confirms that the crimped valve dislodged from the delivery system and is seen with crimped valve exiting the sheath profile suggesting the sheath was damaged during the. It is possible that the sheath was ''perforated by the valve and the patient's abdominal aorta was also perforated'' and pull forces were likely used in attempts to withdraw the crimped valve back into the sheath profile. With the sheath integrity compromised, if calcification was present (patient had ''moderate'' calcification), the crimped valve can also catch on these tough regions of the vasculature. In addition, it was reported that patient had ''moderate'' tortuosity. Tortuous patient anatomy could result in non-coaxial angles of withdrawal during system retrieval, potentially causing the reported withdrawal difficulties because of sub-optimal angles created during retrieval of the delivery system through the sheath. It is possible that the crimped valve caught on the damaged sheath and/or vasculature during attempts to withdraw, thereby stripping the valve off the balloon with high pull force. Additionally with the cut-down performed to remove the commander delivery system, it is possible the valve was pinched during this maneuver resulting in ''the valve remain[ing] inside the patient''. The available information suggests that patient (tortuosity, calcification) and/or procedural factors (valve caught on damaged sheath and/or vasculature, high pull force, cut-down maneuvers, non-coaxial withdrawal) could have contributed to the thv to fully dislodge from balloon and subsequent vascular injury and death. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2024-04997.

Event description:
Edwards received notification from our affiliate in france. As reported, it was a case of a 29mm sapien 3 valve implant in the aortic position by transfemoral approach. The patient's femoral access showed moderate calcifications and tortuosity. The aorta was not porcelain, and the right femoral artery had a diameter of 7 mm. During the procedure, while advancing the sapien 3 valve through the esheath, the patient became nervous. When the valve exited the esheath at the distal tip, it perforated the esheath and the patient's abdominal aorta. Significant difficulties were noted while withdrawing the commander delivery system and valve. The valve got stuck within the distal part of the esheath and dislodged from the commander delivery system, at the esheath, and the iliac artery tore. The valve was pushed out of the esheath. A vascular cut-down was performed to remove the commander delivery system, but the valve remained inside the patient and was surgically retrieved. To treat the vascular damage, a balloon was inflated in the abdominal aorta to stop the bleeding, but it was inefficient. Immediate surgical repair was initiated to address the perforation of the abdominal aorta and the iliac artery. The patient underwent emergency vascular surgery to control bleeding and repair the damaged vessels, but the result was unsuccessful. The patient passed away following the perforation of the abdominal aorta. As per the device photos provided, the esheath liner appeared torn and there was a liner strand.